Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by a hazy fluid. The cause of peritonitis was reported to be due to "the patient was out of the station for 3 to 4 days and was not doing dialysis during those days". The patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, route and frequency were not reported) and meropenem injection (1 gram, route and frequency were not reported). At the time of this report, the patient has been discharged and has recovered from the event. On an unreported date, pd therapy was discontinued and patient was shifted to hemodialysis. No additional information is available.